Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the noise was seen on the right atrial (ra) lead post device replacement. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.